Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed.based on the information provided, the root cause of the reported event could not be determined.the review of the lhr (lot f1410703) indicated that the device lot met all established performance criteria prior to shipment.

Event description:
It was reported that a (B)(6), male patient underwent an interventional coronary procedure on (B)(6) 2014. The stick location was at the right femoral artery. The vessel size was noted to be 5 mm. Following the procedure, the physician who is training to the aci device, selected a mynx ace 6f/7f vascular closure device to close the access site. It was reported that three hours post intervention, the patient developed a 6 cm x 6 cm sized hematoma. The hematoma was first observed by a nurse in the cicu. A fellow was called into the cicu for observation. After 45 minutes of manual compression, the hematoma was soft and dissipated. The patient was hospitalized for reasons unrelated to the mynx device / mynx procedure.